Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ventricular tachycardia events, which were appropriately treated with high voltage therapy. After the event, a computerized tomography ¿ CT scan was performed, and the scan revealed that the patient had a cardiac perforation. The right ventricular lead was repositioned successfully on (B)(6) 2020. The patient condition was in stable condition.